Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.

Event description:
It was reported that the device was placed in a pt with hydronephrosis and infection. After the placement procedure, the doctor found the tiger tail flex tip to be missing. An x-ray check revealed the tip to be left in the kidney pelvis. X-ray images taken just after placement of the tiger tail catheter also showed the tip was detached.